Event description:
Complainant alleged that while attempting to treat a patient, the device displayed a "status 140"message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.